Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device did not present any visual damage or abnormalities that could be related to this issue, no damage was observed on the distal tip or guidewire exit port assembly. Additionally, a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Also, the distal sheath portion was moistened, it was slippery and smooth to the tactile, indicating coating was applied. The telescope assembly was able to properly pull back, advance, and retract.

Event description:
It was reported that the coating of the imaging catheter peeled off. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified middle right coronary artery (rca). An opticross imaging catheter was selected for use. There was no problem on the first usage. However, after placing the stent, the opticross imaging catheter was unable to be delivered at mid rca before reaching the stent. It was judged that the coating was peeled off. Thus, the usage was stopped. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that coating of the imaging catheter peeled off. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified middle right coronary artery (rca). An opticross imaging catheter was selected for use. There was no problem on the first usage. However, after placing the stent, the opticross imaging catheter was unable to be delivered at mid rca before reaching the stent. It was judged that the coating was peeled off. Thus, the usage was stopped. The procedure was completed with another of the same device.